Event description:
The affiliate reported: icp transducer worked for only less than a minute. Staff changed monitor and cable first and it did not work (showed high pressure). After changing a new icp transducer everything worked fine. So problem in this icp transducer. (During use on patient) additional information from the affiliate stated: I am not sure if I understand your question correctly, as far as I understood it, the transducer was replaced and a new one was used instead. Answer to your question is that yes, transducer was implanted to brain (skull bolt kit). It worked for less that 5 minutes and then stopped working (showing too high icp). First attempt to correct the failure was changing the microsensor and the interface cable. That did not work, so they removed the transducer and implanted a new one. Afterwards they got the reasonable reading on the icp with a new transducer.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Correction: on 5/22/2014 additional information from the sales rep explained, "during our local nc investigation we discovered that this is not a late complaint, rather a misunderstanding and a double report. This was first reported under (B)(4), then due to miscommunication, it was later filed by me again, under (B)(4). Tuula, this is for (B)(4)." As a result, no further action will be required. This complaint will be closed. This complaint will not be considered late.

Event description:
On 5/22/2014 additional information from the sales rep explained, "during our local nc investigation we discovered that this is not a late complaint, rather a misunderstanding and a double report. This was first reported under (B)(4), then due to miscommunication, it was later filed by me again, under (B)(4). Tuula, this is for (B)(4)." As a result, no further action will be required. This complaint will be closed. This complaint will not be considered late.

Event description:
A follow up report is being filed as there needs to be a correction to the alert date. The affiliate communicated that the alert date should have been (B)(6) 2014. When asked why the complaint was reported to the us office late, the affiliate responded by saying, "as far as I know the dates are correct, and the reason for being late is that our procedures was not followed correctly, we will follow up on this internally."